Event description:
On (B)(6) 2013 the lay user/patient in USA contacted lifescan to report the one touch ping meter had a display issue with the screen being black then white then black. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. The patient's returned test strips and control solution were expired, therefore, no product analysis was performed. No conclusions can be made at this time.